Event description:
During preparation for a coronary drug eluting stenting treatment procedure, stent damage was noticed. During preparation of a taxus express2 3.5x16mm drug eluting stent it was noticed that the stent struts were damaged. Consequently, the stent never touched the patient. No patient injury or complication was reported. The procedure was successfully completed using an endeavor 3.5x15mm stent. Patient status is reported as "satisfactory/good".